Manufacturer narrative:
On 15-sep-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-oct-2021, the product investigation was completed. It was reported that a male patient (92kg) underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During a ventricular vt case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. Medical intervention provided was a pericardiocentesis and 200 cc of fluid were removed. The patient was reported to be in stable condition. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30579800l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. No force issues related with the reported event were found; it should be noted that for product force failure. The instructions for use contain the following recommendations: always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient (B)(6) underwent a ventricular tachycardia (vt) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During a ventricular vt case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. Medical intervention provided was a pericardiocentesis and 200 cc of fluid were removed. The patient was reported to be in stable condition. This adverse event was discovered during use of biosense webster products. The physicians opinion on the cause of this adverse event: high force on the free wall of the right ventricle. Patient outcome of the adverse event: fully recovered. Aa transseptal puncture was not performed. Prior to noting the CT ablation was performed. There was no evidence of steam pop. The event occurred after an ablation in the rv. Irrigated catheter was used in the event and the flow setting was 2ml. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features were used: 3, 3, 25%, 3. The visitag module was not used. Color options were used prospectively: impedance 3-8. The high force readings are not MDR-reportable. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.